Event description:
The valve was explanted due to endocarditis. It was reported that the pt experienced a transeient ischemic attack prior to explant of the valve. At explant, vegetations were noted on the valve.